Event description:
It was reported that the patient experienced inadequate spinal cord stimulation and a return of pain symptoms due to lead migration, as confirmed through imaging. Reprogramming was unable to resolve the issue, therefore, the patient underwent a lead revision procedure where two leads were explanted and replaced with new leads, due to physician preference. There were no technical issues with the leads. The patient was doing well postoperatively. The leads will not be returned they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7083530. Correction to the initial MDR in; block b1: both adverse event and product problem should have been selected block d.2b: additional applicable product code: qrb.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7083530.

Event description:
It was reported that the patient experienced inadequate spinal cord stimulation and a return of pain symptoms due to lead migration, as confirmed through imaging. Reprogramming was unable to resolve the issue, therefore, the patient underwent a lead revision procedure where two leads were explanted and replaced with new leads, due to physician preference. There were no technical issues with the leads. The patient was doing well postoperatively. The leads will not be returned they were discarded by the medical facility.